Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed with no anomalies found. There was blood on the distal electrode. (B)(4).

Event description:
It was reported that during an implant procedure, the lead helix was exercised before implanting and behaved normally, however during positioning in the patient, the lead could not be positioned. The lead was not used. No patient complications have been reported as a result of this event.